Manufacturer narrative:
E1: reporting institution name: (B)(6) pharmaceutical research . Reporting institution phone: (B)(6). Reporter phone: (B)(6) .

Event description:
Philips received a complaint from a philips authorized service provider (asp) reporting a low leak co2 rebreathing risk message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. The asp evaluated the device and confirmed in the device error log that a low leak-co2 rebreathing risk alarm had occurred. The asp determined it was due to incorrect tidal volume and replacement of the flow sensor was necessary. The flow sensor was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.